Event description:
A company representative reported that two yukon polyaxial screws fractured post-operatively. Revision surgery has not taken place nor been scheduled and no adverse consequences were reported. This report captures the first of two screws.

Event description:
No new information.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.